Manufacturer narrative:
A picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, a deflection issue was observed. However, we cannot confirm that the catheter was stuck based on the images provided. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. Product complaint #:(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a pentaray nav and during the operation, the catheter was unable to deflect or relax completely. The curve of the catheter was stuck/jammed in a full/partial deflected position. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
The following statement was inadvertently missed from the initial report: this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).